Event description:
A physician reported a pt who was originally double skin tested on 5/7/1998 and on 5/20/1998; both with negative results. On 6/3/1998, the pt was treated in the nasolabial folds and the glabella. On 6/29/1998, the pt noted and presented with red, swollen, and painful areas at all treatment sites. The physician confirmed the symptoms and prescribed oral cloxacillin. On 7/3/1998, the pt was examined in follow up and the physician noted redness and induration at the glabella and the left nasolabial fold. The physician believed the symptoms were related to a hypersensitivity. No further medical or surgical invervention was planned or prescribed.